Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient was careless about the cleanliness during the process of exchanging the dialysate. The peritonitis was manifested by cloudy effluent and abdominal pain. It was reported the patient ¿visited¿ the outpatient department; however, it was not reported if the patient was hospitalized for the event. The patient performed ¿self-treatment" for the event. Physioneal therapies were ongoing. At the time of this report, the patient was recovering from this peritonitis event. It was reported the dialysate was clear and the abdominal pain was recovered. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide further follow up.